Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01582 and 2134265-2016-02040. Promus element plus clinical study it was reported that and in-stent restenosis and myocardial infarction occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion # 1 was located in the mid right coronary artery (rca) with 75% stenosis and was 30mm long with a reference vessel diameter of 3.0mm. Target lesion # 1 was treated with direct stent placement using a 3.00 mmx38 mm promus element plus drug-eluting stent. An unplanned complication of dissection was treated with placement of a 3.00mmx16mm promus element plus drug-eluting stent which overlapped proximally. Residual stenosis was 0%. Target lesion # 2 was located in the distal left anterior descending (lad) with 75% stenosis and was 15mm long with a reference vessel diameter of 2.5mm. Target lesion # 2 was treated with direct stent placement using a 2.50mmx20mm promus element plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, a 2.5x8mm promus element stent was implanted to treat unstable angina. In (B)(6) 2015, a promus everolimus eluting coronary stent system was implanted in distal left circumflex artery to treat non st-elevation myocardial infarction. In (B)(6) 2016, the patient presented to emergency department (ed) with the complaints of chest pain at rest and was hospitalized on the same day was diagnosed with angina and was hospitalized on the same day. Subsequently, the patient was referred for cardiac catheterization. Patient's coronary angiography revealed diffuse non-occlusive disease in proximal lad, 50-70 mid stenosis just after the second diagonal, 75% in stent restenosis of the previously placed promus stent in distal lad and 75-90% in stent restenosis of the previously placed promus stent in the mid portion of the left circumflex artery involving the origin of om 3. The patient was referred for coronary artery bypass graft (CABG) and the patient was withdrawn from prasugrel 6 days prior to the procedure. Seven days later, 2-vessel CABG was performed including left internal mammary artery (lima) to lad and saphenous vein graft (svg) to first obtuse marginal branch. Eleven days after, a follow-up x-ray was performed that revealed no pneumothorax or effusion and the event was considered resolved. On the following day, the patient was discharged on aspirin and prasugrel.